Event description:
The customer provided a photograph and reported the gel did not separate in the tubes correctly. The customer advised the 3 tubes were collected from the same patient with two order set times; order set 1: collected in early morning, order set 2: collected at 11am. The customer advised tubes were allowed to clot for 45 minutes. The customer reported the tubes centrifuged in a horizon sn:(B)(6) centrifuge, rpm: 3298, for 9 minutes. The customer advised their photograph was taken after the specimen tubes were centrifuged 3 times. The customer provided patient history of abnormalities of plasma proteins and other abnormal serum enzymes. The customer advised the same tubes were used to collect other patient specimens and did not have the same issue of concern.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 10rk 455071p/b24053kn for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction could not be confirmed. Corrected and additional data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.